Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: when did the two needles detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? Unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the unknown surgery, it was easy to detach the needle from the suture. (The suture was detached from the needle.) It was not a control release needle. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Further details are not provided from the hp.